Event description:
Per the clinic, the patient had also developed a wound infection, which was treated with oral and topical antibiotics. After explantation of the device, the infection had cleared.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the left post auricular incision, exposing the receiver/stimulator. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.